Event description:
It was reported that the patient presented in a rehab facility. Inappropriate therapy was delivered due to noise on the ventricular channel. High pacing lead impedance was observed on the lead. Noise was reproducible on svc to can. At revision, the pli was in range. After closing the pocket, no noise was present. The physician elected to explant the system.

Manufacturer narrative:
No medwatch form was received.